Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Patient weight was updated due to additonal information received.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: correction in h section: h6: method code was changed from 4117 to 4114. H6: conclusion code was changed from 19 to 18.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg became inoperable due to the patient not charging as recommended. As a result, surgical intervention may occur later to address the issue.